Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received from sales representative on 27 december 2018: it was reported the issue was detected during the case; the implant was related prematurely. The procedure was delayed for about five (5) minutes or so. The procedure was able to be completed with no impact to the patient. No revision procedure is planned. The implant was removed and no debris was left in the patient. It was noted that medium force was used when the anchor pulled out.

Manufacturer narrative:
(B)(4). UDI: incomplete. The lot number of the device is unavailable. See associated medwatch: 1221934-2017-50046.

Event description:
The doctor attempted to put in 3, 24° truespan. The first bend and he was unable to deploy backstop. The second truespan, the first backstop deployed and immediately pulled out of the back capsule. The third truespan, the first backstop deployed then the second, but when he tensioned the construct, the backstop pulled out and was broken in half. There was no patient consequence. The product was removed and new product was opened for the procedure.